Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer's blood glucose reading was 412 mg/dl. Caller stated that the customer's infusion set cannula was bent, causing the high blood glucose. Nothing further was reported.